Event description:
The customer reported that the device would not charge as expected and gave a therapy cable failure error message. There was no report of pt impact or involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device would not charge as expected and gave a therapy cable failure error message. There was no report of pt impact or involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.